Manufacturer narrative:
The product was returned and evaluated. The reported event was confirmed. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as event was previously addressed. Per evaluation, it has been shown that product which meets the print specifications will function during a surgery unless a condition of increased torque after repeated autoclaving occurs. The root cause was deemed possible misuse. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation: under care and handling of instruments, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance."

Event description:
It was reported that a patient underwent a hip arthroplasty procedure on (B)(6) 2015 and during insertion the trial liner cracked. No adverse events have been reported as a result of the malfunction.